Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced difficulty to be interrogated, it was determined that this was due to the device having reached battery capacity depleted (bcd). Additionally, the device delivered inappropriately therapy due to current programmed settings. Device replacement was discussed and the patient was administered medication in order to treat the patient. At this time, this device remains in service. No further adverse patient effects were reported.